Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. Customer's blood glucose level at the time of the incident was 557 mg/dl, which he treated with insulin pen. The customer stated he found the infusion set had a bent cannula. Troubleshooting was performed and the customer was advised to change the infusion set. The insulin pump will not be returned for analysis.